Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer. The cause of the loss of communication was found to be due to a low battery voltage. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the low battery voltage could not be determined.

Event description:
It was reported that during follow-up, the device could not be interrogated. During device revision, it was noted that blood was seen in the header of the ICD in both ports at the connector pin. Visual inspection showed the device was swollen. The device was explanted and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.